Event description:
It was reported that the device "quit working out of the blue". The ins was fully charged two weeks prior, but there was a poor connection. A poor communication screen was displayed, and none of the coupling bars were darkened when the pt was recharging the battery. Another recharge was attempted, and the power-on-reset message was displayed. The pt outcome is unk. Further info is being requested from the hcp.